Event description:
The customer reported to olympus that the auxiliary tube was clogged when using the evis lucera gastrointestinal videoscope. The procedure was completed with a similar device and there was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the auxiliary tube was clogged with an unidentified, white hard foreign material; this material was removed by the engineer and the device was returned to the customer. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign matter was a solid white substance. There was no abnormality in the secondary water supply function. Olympus will continue to monitor field performance for this device.